Event description:
It was reported that all batteries failed in the autopulse platform. All batteries are known good batteries (li-ion). These same batteries work fine in other devices.no adverse patient sequelae was reported. No further information provided.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation of the returned product has been completed and results are as follows: visual inspection of the returned platform showed no physical damages. The platform archive showed numerous sessions of user advisory 13 (battery fault detected), thus confirming the reported complaint. The archive further showed that 3 batteries with s/ns (B)(4), (B)(4) and (B)(4) were used. The batteries were however not returned for evaluation. User advisory 13 faults occurred with the following batteries: s/ns (B)(4) and (B)(4). Functional testing was performed with multiple test batteries and the platform functioned as intended. In summary, the reported event could not be reproduced during functional testing, however review of the archive did confirm batteries failing in the platform. A definitive cause for the reported event could not be determined based on the evaluation results.